Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional as per the distributor, the connector socket was wet, short-circuited and got burned. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy device transducer connector was burnt. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.